Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to an emergency medical service (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist made two unsuccessful follow up attempts to contact the patient, a no response letter was sent. The patient stated that the alleged inaccuracy began on (B)(6) 2016, 02:18pm. The patient reported that he obtained alleged inaccurate high results of 91mg/dl on the subject meter compared to 50 mg/dl obtained on the ems performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages his diabetes with insulin pump therapy and stated that he made no change to his usual diabetes management routine as a result of the alleged product issue. The patient denied that he developed any symptoms. However on (B)(6) 2016, 03:01pm he stated that he was treated by a health care professional (hcp) with a glucagon injection, followed shortly after at 03:02pm with the blood glucose result of 50mg/dl on the ems meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have an unknown electrical problem. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.